Manufacturer narrative:
The wire was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician suspected this guide wire had a kink that prevented it to be removed from the left ventricular (lv) lead. While attempting to remove the wire and the lv lead, the patient suffered a dissection of the coronary vein. This lead to a second surgical procedure in which all implanted leads were capped or explanted from the patient and two new epicardial leads were implanted. This wire was removed during the surgery and the patient received a new system after the event. No additional adverse patient effects were reported.